Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at the high output of 7.5mv@2ms due to being almost cut in half because of clavicle crush. The lead was reported to have high capture thresholds during initial implant despite multiple attempts to reposition. The reported malfunction contributed to a serious injury as the patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the electrical allegations (failure-to-capture, high threshold) were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no abnormalities (except superficial cuts, explant damage). The device damage allegation (lead body almost cut in half because of clavicle crush) was not confirmed, no damage in lead body was observed and a pressure test passed indicating the lumen/outer insulation is intact. The difficult to position allegation was not confirmed, visual inspection revealed no abnormalities at the lead tip.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at the high output of 7.5mv@2ms due to being almost cut in half because of clavicle crush. The lead was reported to have high capture thresholds during initial implant despite multiple attempts to reposition. The reported malfunction contributed to a serious injury as the patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.